Event description:
Complainant alleged that the associated defibrillator was unable to obtain an ECG signal through the electrode pads. Complainant did not indicate that there was any pt involvement in the reported malfunction.